Event description:
Healthcare professional reported "encapsulated prostheses". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Continued d4 (device information): the device is allergan prostheses, model lx, 365 grams. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.